Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that the balloon burst. The 70% stenosed target lesion containing a >45 and <90 degrees bend was located in the moderately calcified right circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon burst at 12atm within 10 seconds. The device was removed and procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.